Event description:
The advocate stated her husband received a blood glucose reading of 586mg/dl on the contour next link. He passed out and fell. He was also in ketoacidosis and dehydrated. Customer was admitted to the hospital and was given an IV drip until his glucose level came down. Customer had been hospitalized 3 times in the past 3 months because of his diabetes. Advocate could not provide strip information and had no strips to return for evaluation. Product was not replaced.